Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 48 mg/dl.; cause was not known. Customer's partner assisted customer by providing juice to address low bg. Customer alleged the basal iq system had resumed insulin delivery too early. Tandem technical support performed a pump system check with the customer and no issues were found. Tandem field team provided additional education to the customer regarding how the basal iq feature functions. Reportedly, customer met with their trainer for additional education.